Event description:
An rx biliary cannulas was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on a female pt (age and weight unknown) in 2008. According to the complainant, the "physician was attempting to withdraw the catheter from the common bile duct, [and] it broke into 2 pieces leaving one piece behind in the pt". The physician retrieved the broken device, and completed the procedure with another device [product and manufacturer unknown]. At the conclusion of the procedure, the patient's condition was reported as "stable".

Manufacturer narrative:
A visual examination revealed that the two components were bonded together, and separated; the extrusion was broken where the distal end was bonded to the main extrusion. (See figure 1, page 3). The most likely root cause for this event is the two components were not adequately bonded during manufacturing. A search of the complaint database revealed no additional complaints recorded for this lot. The february 2008 15-month rx biliary cannulas product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.